Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 28, 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on approximately (B)(6) 2016 when she allegedly obtained blood glucose readings in the range of 250 to 300mg/dl using the subject device, which she felt were high compared to her feelings and/or usual results. The patient stated that she manages her diabetes using an insulin pump, and reportedly continued with her usual dose including sliding scale after the alleged issue began. The patient added that she changes her dose of humalog insulin when her readings are high, with no set timeframe. The patient reportedly experienced symptoms of blurry vision and shaky shortly after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the test strips were stored correctly and not expired. The csr noted that the patient did not have any cs. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms (shaky) suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.